Manufacturer narrative:
The customer reported that the AED has been flashing red and prompting an error code for some time now, and that the pads are very expired. The maintenance schedule is noted as quarterly however, it does not indicate what activitives was performed. Troubleshooting of the device with the customer identified a lack of maintenance with the device that contributed to the depleted battery pack. As a follow up with the customer, the proper maintenance of this device was reviewed. The IFU states: improper maintenance can cause the defibtech ddu series AED not to function. Maintain the ddu series aeds only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that the AED has been flashing red and prompting an error code for some time now, and that the pads are very expired. The customer did not report that this occurred during patient use.